Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for a routine follow-up and the left ventricular (lv) lead was exhibiting loss of capture and out of range pace impedances. The impedances were both higher than 2000 ohms, then less than 200 ohms in bipolar. It was suspected that the observations could be due to the adapter connected to the lv lead. A device change out had occurred where the adapter was required. Both the device and adapter are another manufacturer's product. No adverse patient effects were reported.